Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found a bearing in the reagent syringe was damaged and replaced it. This event occurred in (B)(6).

Event description:
There was an allegation of a questionable crej2 creatinine jaffé gen.2 result for one patient sample from the cobas 6000 c501 module. The initial result was 0.85 mg/dl and the repeat result was 1.04 mg/dl. The questionable result was reported outside of the laboratory. The reagent lot number was 476244. The expiration date was requested but was not provided.